Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. The device failed during evaluation with no patient involved.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was returned and evaluated by the product analysis lab (pal). The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. The external/internal inspection was performed and passed, along with all of the electrical testing. Temperature testing found the device to be within specifications. A volumetric accuracy test was performed and the device failed. The door assembly was inspected and found deteriorated piston foam and a cracked door piston. The evaluation determined the cause of the reported issue to be deteriorated piston foam. The piston foam and door piston were to be scrapped and the device was sent for servicing. Should additional relevant information become available, a follow-up report will be submitted.